Event description:
It was reported that during a colectomy procedure, there was an incomplete staple line. The cartridge fell out into the patient; it was retrieved and has been thrown away. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.